Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier issue was observed following the 1.11 upgrade. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier (bio-ID) experienced issues following the post-1.11 upgrade. A technical support specialist (tss) deployed the es lumidigm bio ID update package (v9.6.41540) to the affected device via remote support services (rss). After installation, the customer confirmed that the bio-ID functionality returned to normal, and the issue was fully resolved. The system functioned as intended after the technical support specialist troubleshot the device.